Event description:
Allegedly, patient was revised due to aseptic loosening stem; adverse soft tissue. Reaction to particle debris (right). Revision njr number: (B)(4). Primary asa: p2-mild disease not incapacitating.